Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that there were high impedances on the extension. The physician assumed a fracture. As such, surgical intervention took place wherein the extension was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.